Manufacturer narrative:
No product was returned for evaluation as it was discarded at the user facility. Review of the reported information stated that the other manufacturer's hardware was used in conjunction with nuvasive hardware which is considered an off-label use. Surgeon noted insufficient cage height and subsequent excessive loading as the root cause of the screw loosening. No additional investigation needed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to insure that all components are ideally fixated prior to closure." "Compatibility: unless stated otherwise, nuvasive devices are not to be combined with the components of another system." ".pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient."

Event description:
On (B)(6) 2021 a spinal procedure occurred where another manufacturer's cages and nuvasive hardware were combined at l3/5. On (B)(6) 2021 the other manufacturer's cage at l4/5 backed out and a nuvasive screw loosened. On (B)(6) 2021 a revision surgery was conducted where the other manufacturer's cage and the nuvasive screw were replaced. The surgeon stated the cause of the back out was improper installation and large intervertebral height. The cage migrated and the load was applied to the screw and loosened.